Event description:
The user facility reported a 68-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted via echo that a clot was on the tip of the inflow. The clot coincided with a report of low flows and the decision was made to explant the pump.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.